Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing fentanyl (94mcg/ml at 49.967mcg per day), bupivacaine (12mg/ml at 6.379mg per day), and baclofen (75mcg/ml at 39.867mcg per day). The indications for use included non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, it was reported that the patient's pump was alarming every 20 minutes. The last refill date was either (B)(6) 2016,, and the patient was not due for another refill until (B)(6) 2017. The patient was to consult with a healthcare provider (hcp) to have the pump read. Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2016. It was further reported that the pump began alarming the previous night, and the patient was able to see a healthcare provider on (B)(6) 2016. Interrogation of the pump confirmed a motor stall occurred on (B)(6) 2016. The patient had not undergone recent magnetic resonance imaging (MRI). The patient was not experiencing active withdrawal signs, but did complain of an itchy leg while at the hospital. The hcp put the patient on a fentanyl patch as well as other oral medications, and pump replacement was planned. The pump was to be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.